Manufacturer narrative:
Product analysis: the analysis was carried out and reported the external pulse generator (epg), failed the incoming super cap voltage test. The functional test error could not be cleared, the retest and calibration test failed. The micro processor unit(mpu), was replaced to resolve the functional test error. The battery depletion was normal. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) was due for its annual service. The epg was returned for service. It was further reported that the epg subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.